Manufacturer narrative:
The insulin pump was received stuck in a motor error alarm during bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked case on the display window corners and cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the motor error alarm occurred during an infusion set change. Blood glucose level was 129.6 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.